Event description:
It was reported the patient was unable to turn the ipg off using the magnet. The patient reported he had purchased a magnet from a hardware store, but this magnet had stopped working for him. A replacement magnet was sent to the patient, and instructions were provided regarding the use of the magnet. Follow up identified the replacement magnet did not resolve the issue. The patient reported the magnet would only turn the stimulation off. Follow up identified the patient was reprogrammed and the magnet was able to turn the scs system on using the magnet, but not able to turn the system off with the magnet. It was reported the patient was satisfied with using the programmer to turn the system off.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.